Manufacturer narrative:
Multiple photos were received as samples for the customer's complaint of separation. The photos clearly show a separation in the 42511e device at the stopcock where tubing is to be inserted. The photos verify the complaint but without further information like a physical sample for investigation - the root cause remains unknown. The possible root cause of improper solvent application at the manufacturing plant was confirmed. The other device mentioned in complaint was purely concomitant and not involved in this failure. A quality alert was issued by the manufacturing site to correct solvent application and avoid separations of this nature. A device history record review for model 42511e lot number 23059325 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 22may2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
No further information.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 27 jul, 2023. Medwatch report # mw5120451. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set separated and then leakage occurred. The following information was provided by the initial reporter with the verbatim: a patient was taken to the or (operating room) for induction of general anesthesia, when pushing medications the IV line broke off in two parts and medications and IV fluids spilled to the floor. A second IV (intravenous) tubing was flushed and hooked to the pt (patient). New induction medications administered and the pt. Was successfully intubated. Surgery proceeded uneventfully. This is the second incident in a week with similar IV tubing.